Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized five years ago for a broken ankle, bad cold, and high blood glucose. The customer did not recall anything about the hospitalization since it was five years ago. Since that hospitalization the customer stopped wearing the insulin pump. No products were returned and a tubing clamp was shipped to the customer in order to complete functional testing.